Manufacturer narrative:
H.6. Investigation: customer returned (3) 3/10cc, 8mm, 31g relion syringes in open poly bags from lot # 9336013. Customer states that the syringes are without markings on the barrels. All returned syringes were examined and all exhibited missing scale markings. A review of the device history record was completed for batch # 9336013 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200865142] noted that did not pertain to the complaint. Process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then meters them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Root cause: the drum to pad timing was out of time (adjustment). Correction: l2l dispatch #87666 was created to adjust/retime the drum.

Event description:
It was reported that prior to use with a relion® insulin syringe scale marking were missing on 6 syringes. The following information was provided by the initial reporter: it was reported that the customer found about 6 syringes without markings on the barrels. Two different bags from this box same lot #s.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a relion® insulin syringe scale marking were missing on 6 syringes. The following information was provided by the initial reporter: it was reported that the customer found about 6 syringes without markings on the barrels. Two different bags from this box same lot #s.